Event description:
It was reported to covidien that a customer had an issue with a trellis device. It was reported the md was inflating the distal balloon at the common iliac, and the balloon would not hold inflation. Device was removed and another trellis used successfully.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.